Event description:
During the atrial fibrillation (afib) procedure, it was reported the catheter signal had much interference. The electric signal was interrupted sometimes. The issue was resolved after catheter replacement. Procedure was completed without any patient¿s consequences. Additional information provided stated the signal interrupted on all the channels, including the 12 leads of bs and all ic (intracardial) recordings. The signal interrupted occurred on both carto and the recording system at the same time. The physician was not able to interpret any signals. Signal was interrupted during ablation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during the atrial fibrillation (afib) procedure, it was reported the catheter signal had much interference. The electric signal was interrupted sometimes. The issue was resolved after catheter replacement. Procedure was completed without any patient¿s consequences. Additional information provided stated the signal interrupted on all the channels, including the 12 leads of bs and all ic (intracardial) recordings. The signal interrupted occurred on both carto and the recording system at the same time. The physician was not able to interpret any signals. Signal was interrupted during ablation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.